Manufacturer narrative:
The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the set noted that a portion of the silicone segment remained ballooned. This bulged area was at the top of the silicone segment, located just below the engagement between the upper fitment and silicone segment. Functional testing replicated the balloon at the lower fitment area. The set was then pressure-tested, and ballooning of the silicone segment was observed to occur at ~7 psi. The root cause of this specific event could not be identified.

Event description:
The customer reported that the silicone segment ballooned during patient infusion. The user clamped the tubing while administering an IV push medication but did not pause the device. A new IV set was hung and the infusion continued.

Event description:
The customer reported that the silicone segment ballooned during patient infusion. The user primed the tubing and placed it in the pump module and the device alarmed "occlusion while administering premeds. The user clamped the tubing and flushed the distal smartsite and the IV catheter was noted to be patent. The user did not pause the device while giving the flush. The door was then opened and the balloon was noted in the silicone segment. A new IV set was hung and the infusion continued.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.